Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, a teardrop-shape clip was formed at the 4th firing. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.